Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have post-paced t-wave over-sensing. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that a new instance of post-paced t-wave over-sensing was reported. No further intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction h6- health effect- impact code should be "4641 - unexpected medical intervention", which was not reported previously.